Event description:
Pt would like info regarding this orthopedic device designed to encourage bone growth. This device is an external unit worn with a shoulder harness support. After wearing this unit for 7-8 hrs a day for 3 mos, the fusion site was determined to be healed. Another operation was scheduled to follow, but after having hosp pat's (blood work & x-rays) the operation was halted because x-rays revealed a growth on pt's lung. Just 4 mos earlier, prior to being operated on, their chest x-ray was clear and was clear 1 year earlier for their first operation as well. The diagnosis was very suspect according to 3 drs. All 3 drs felt this was a carcinoma. With 3 professional opinions pt had 1/3 of their left lung removed. The pathology report was benign. The mass was calcification. Pt is now questioning the credibility of this device. None of their family: parents, grandparents, aunts, uncles, etc., in over eighty years, have had no lung problems whatsoever. Pt has never smoked a day in their life. Pt is submitting this letter to the appropriate depts in the hope of obtaining any, and all info regarding this device.